Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: the delivery system balloon had a radially and longitudinally burst and balloon material was missing. Per information received, there is no indication the missing pieces were in the patient. It is unknown where the pieces are at this time. Dimensional testing was performed on the returned device. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated presence of calcium in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported system components separate during use confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Any device manipulation (e.g. Pull force) applied during the withdrawal of a burst balloon may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 device code, type of investigation have been updated. The device was returned for evaluation. Pre decontamination observation determined 26mm commander delivery system received with full loader assembly over flex shaft. Handle locked, half flexed and 40% fine adjustment used. Balloon radially and longitudinally burst. Balloon material missing. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. During the deployment with nominal volume, when the valve was still partially deployed, the 26mm commander delivery system balloon burst. The 26mm commander delivery system with the burst balloon was then removed without difficulty, and a post dilation of the valve with a second 26mm commander delivery system, was performed. The patient did not suffer any injury or complication due to the event.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.